Manufacturer narrative:
No product was returned for investigation as it remained in-situ. No allegation of product malfunction was reported. No radiographs or photographs provided for evaluation. Root cause of patient's demise is unable to be determined. Labeling review: "...potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Rarely, some complications may be fatal." The device was left in-situ.

Event description:
On (B)(6) 2017, a patient underwent a posterior correction and fusion procedure at t4-s1 levels with no reported issues. Post-operatively the patient's blood pressure dropped and the patient expired.